Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor was not sending the daily wireless audits, and the patient was unable to see the date on the machine. Additionally, there was no progress bar or response when the reader was placed over the implantable cardiac monitor (icm), indicating a telemetry issue. Troubleshooting steps included power cycling the monitor, which did not resolve the issue, and attempting to verify battery status through transmission, which was unsuccessful. The monitor was reassigned, but the patient was not available to continue troubleshooting and planned to call back later. No patient complications have been reported as a result of this event.